Manufacturer narrative:
The device was returned to smiths medical. Leak test inspection was performed on the returned device. Based on the leak test results, the reported nonconformance is confirmed. This issue reported is aligned per investigation opened under ncr-000744 on august 06, 2021. Per trend review as leakage failure an escalation was performed to investigate this failure and determine the root cause. Escalation was initiated on august 06, 2021 under ncr-000744. Corrective actions will be addressed and implemented trough ncr-000744, all occurrence and detection mitigations are placed in process. DHR: due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.

Event description:
It was reported that during a pre-use check, the customer noticed air was leaking from the anesthesia circuit. He then found a pinhole in the product. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms#(B)(4). Visual and functional testing was performed. One unit was returned for evaluation of the failure. The unit returned was received inside of a plastic bag which is not the original package. Leak test inspection was performed on the returned device, the device presented leakage. Based on the leak test results, the reported nonconformance is confirmed. Based on the preliminary investigation findings, the most likely cause was the use of the adult nozzle on the extrusion machine, which causes buildup of resin, due the larger design of the nozzle tip, generating embedded resin throughout sections of circuit, resulting in leakage failures. The root cause was not determined.